Event description:
Pt was injected with the dermal filler on (B) (6) 2010, in both nasolabial folds -line from the lateral nose to the lateral lips-. She had 0.5 cc on (B) (6) 2010, then 0.5 cc on (B) (6) 2010. There were on issues from the injection, done under sterile technique. On (B) (6) 2010 -5 weeks later, pt complained of increasing swelling, pain, redness on both folds at the area of injection. This appeared to be an infection, so she was started on antibiotics. Pt continued to have increased swelling and severe pain. On (B) (6) 2010, she had placement of hyaluronidase to dissipate the hyaluronic acid. The folds drained through this site, purulent fluid, 3 cc. This was sent for cultures. On (B) (6) 2010, pt had continued further swelling and pain and was taken urgently to the operating room for incision and drainage, irrigation, of both nasolabial folds of her face. Cultures were still negative. Five days later -(B) (6)-, she had reinjection of hyaluronidase and 2 days later, the folds reformed abscesses which were incised and drained again in the clinic with 8 cc of purulent fluid. There was some moderate improvement in pain and swelling over the next 3 days. On (B) (6), she had reinjection of hyaluronidase to further dissipate the filler. To date, she has continued swelling and hardness in the nasolabial folds. I contacted coapt and anika several times, and asked for clinical advice on management, asked for refund to return all unused product, and asked for them to help pay for pt's medical bills for the complications. They have not responded with any substance except "they are looking into this." Dates of use: (B) (6) 2010--(B) (6) 2010. Diagnosis or reason for use: nasolabial fold. Event abated after use: no.